Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0101 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0101) have been reported from the same (B)(6) facility.

Event description:
It was reported that from (B)(6) 2018 to (B)(6) 2018, there were a total of four cases of rough end of the puncture guidewire on the of seldinger and therefore the microintroducer sheath could not be inserted. This report addresses device four.